Event description:
The sales rep reported that the pt recently fell and that the surgeon may need to replace the tibial insert. However, during the revision surgery the surgeon elected only to implant a patella. An artificial patella was not used during the original surgery in 2005.

Manufacturer narrative:
A revision surgery was performed to implant the patella only. No other components were replaced. It was debateable whether or not to report this event since a new component was implanted and an artifical patella was not used during the original surgery. However, it was decided to report this event anyway. It was reported by the sales rep that the pt was doing well following the revision surgery. Any further info on this event or pt condition will be submitted in a follow-up report.